Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced erosion, pain, suffering, and has undergone additional medical treatment and procedures.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and / or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced abdominal pain, dysuria, mesh erosion, mesh extrusion, nocturia, pain during intercourse/dyspareunia, pelvic pain, radiating pain, overflow/urge/stress urinary incontinence, scarring, urinary urgency, urinary retention, urine leakage, vaginal bleeding, vaginal discharge, vaginal defect, adhesions, three millimeter hole over top of sling closure, blood loss, smooth muscle/fibroadipose tissue with focal fibrosis/mild chronic inflammation, unhealed sling (impaired healing), sling tore in the center when pulling from the right, blood in urine (hematuria), back pain, shooting pain down her legs, pelvic discomfort, frequency, constipation, bladder/kidney infections, burning sensation with urination, pain across hips, granulation tissue, leukocytes in urine, positional voiding/has to lean forward and strain to urinate, thigh/groin pain, nausea, vomiting, dizzy spells (dizziness), bilateral periurethral banding, post void residuals, tender/swollen cuff, suprapubic pain, bladder muscle spasms, urinating on self, streptococcus agalactiae b/staphylococcus aureus/gardnerella vaginalis (bacterial infections) , nonsurgical and additional surgical interventions.